Event description:
Sealing of the captor valve: unusual loss of blood (around 200cc). The incident doesn't involve the device implanted, just declaration for analysis of the captor valve. Patient outcome is unknown as not provided by reporter.

Manufacturer narrative:
Event evaluation: still under investigation.